Manufacturer narrative:
.

Event description:
A report was rec'd from an attorney indicating that a male had shoulder surgery in 2013 during which time the surgical site was allegedly draped with an unspecified ioban drape. After the surgery the male alleged pain on his arm and a burn with blisters around his bicep. Medical treatment to the area was given. The nature of treatment was not specified. It was reported the male developed a scar at the site. The attorney indicated they will send photos on scar at the site and would complete questionnaire. As of the date of this report no additional information has been sent to the MFR.